Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27933. It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing due to noise. Both the ra and rv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil (7.5-7.8 cm from the connector pin) consistent with friction to the device can. The cause of the reported events was isolated to the external insulation abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any other anomalies with the exception of procedural damage.